Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the ramus circumflexus (rcx) that was heavily calcified and stenosed. A xience prox 2.50 x 38 mm stent delivery system failed to cross the lesion and during retraction, the stent dislodged in the left marginal artery (lma). A non-abbott guide wire was threaded through the xience prox 2.5x38 located in the (lma). Two whisper guide wires were used to advance a balloon, but this was not possible because the balloon shredded in the xience prox stent struts. A 2.0 x 26 mm non-abbott balloon was then able to cross the stent and multiple percutaneious coronary interventions were performed along the entire ramus circumflex (rcx). Half the stent was pulled into the guiding catheter when a 2.0 x 15 balloon was advanced into the stent and inflated to 16 atmospheres. The stent was retracted a little more into the guiding catheter but the end of the stent remained in the proximal lma. Further attempts to retract the stent into the guiding catheter failed. The stent was left in the aorta with one end in the lma. Several attempts to snare the stent failed. During these attempts, the x-ray was not working and visualization was only possible with films. Intervention was terminated. Ultimately, the stent was surgically removed during open heart surgery at another hospital ((B)(6)) and was noted to be stretched. No additional information was provided.